Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017277 and 5006884. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: we¿ve had a few instances in the facility where there¿s been issues on the autoguard products. We¿re seeing this happen the most in has been making most of the reports. Addl details I heard previously is that the needle is not retracting.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.